Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: were clips applied to vessel but fell off after having been applied? If clips fell off, was there any bleeding or leak that occurred? If bleeding, please quantify amount of bleeding that occurred. Were any blood products given to patient? Was there any change to procedure or post-op patient care as result of bleeding or leak? How was case completed? Is device available to return for analysis? From customer: the clips did not properly clamp, the tips crossed and did not hold. There was no bleeding at site, no injury to the pt. No blood products given. A another ligaclip was opened to finish case.

Event description:
Please see user facility medwatch.